Event description:
It was reported that the customer's insulin pump had cracked display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip, and protruded/loose drive support disk.